Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient looked like they were having a few suction events on their monitor. Log files noted two backup battery not installed events on 30oct2024. Log files also captured some pulsatility index (pi) events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pulsatility index (pi) events seen on the monitor were confirmed via the submitted log files. Although the customer reported seeing ¿suction events¿ on the monitor, the monitor only displays pi events. A specific cause for the reported pi events could not be conclusively determined through this evaluation. The submitted system controller event log file captured multiple pi events throughout the 8 days of data ((B)(6) 2024 and (B)(6) 2024). No other notable events were captured, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pi. Section 4 of the IFU, ¿system monitor¿, states that ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed.¿ if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.